Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis were performed on the returned device. The reported difficulty to advance and difficulty to remove the catheter were not able to be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported difficulty to advance and difficulty to remove the catheter appears to be related to circumstances of the procedure. The catheter was returned without any damages or anomalies which could be attributed as a cause for the reported difficulties. In this case, it is likely that either the patient¿s anatomical conditions or the use techniques employed caused the reported guidewire damage (twisted), which resulted in the reported difficulty to advance and remove the imaging catheter from the guidewire. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9: corrected device available for evaluation updated from no to yes h3: corrected device evaluated by MFR? Updated from no to yes h6: correction component code 4755 was removed h6: correction type of investigation code 4114 was removed h11 - additional MFR narrative: revised.

Event description:
It was reported the dragonfly opstar imaging catheter and balance middle weight (bmw) guidewire were used in a unspecified lesion. However, there were difficulties advancing and removing the imaging catheter and the bmw wire. Also, wire position was lost. Based on the provided photos, the bmw wire was noted to be twisted. The devices were removed and it is unknown how the procedure was completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported difficulty to advance and difficulty to remove appear to be related to operational context. In this case, it is likely that the patient¿s anatomical conditions or use techniques employed caused the reportedly twisted guidewire, which caused the reported difficulty to advance and difficulty to remove the imaging catheter. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: model # correction from unk dragonfly opstar to 1014652. D4: catalog # correction from unk dragonfly opstar to 1014652. D4: lot# correction: from unknown to 10620951. D4: primary UDI number correction: from unknown to (B)(4). D9: corrected device available for evaluation from yes to no.

Event description:
Subsequent to the initial report, the following information was provided: the returned photo depicts a xience skypoint which was noted to be bent upon removal from the packaging and was not used in the patient. No additional information information was provided.